Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. It was unable to perform the displacement test or self test due to motor error alarm. Device had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error during rewind. Displacement and self-test were not possible. The device was not exposed to a magnetic field. Blood glucose value was 166 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.